Event description:
In november 2004, the pt reportedly experienced a decrease in sound perception. The pt was seen at the center for eval. Programming adjustments were made. However, the pt then began to experience sound percept problems. The following month the pt was seen by a co rep for device eval. Testing performed revealed intermittent lock between the external equipment and the internal device. Programming adjustments were made. However, the problem was not resolved. Surgery to explant the pt's device was scheduled.